Manufacturer narrative:
Corrections to: a1, b5, b6, b7, d1, d2 (common device name), d10, e1, e2, e3, e4, h1, h3, h6: patient code, device code and result code additional information in: g5: PMA number, h6: conclusions code. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant due to shoulder pain in the patient and angulation of the implant. The surgeon does not believe this event is related to any malfunction of the device.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned device is not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product location unknown.

Event description:
Mobi-c p&f us: device removal. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, device removal. Patient diagnosis, pre-implantation described by surgeon as, hnp & foraminal stenosis, s/p c4-t1 fusions. Event type: implant migration / subsidence. Level where device implanted : c3/4. Level where event occurred: c3/4. Device size: h5 13x17. Surgical intervention occurred postop. Recurrance of shoulder pain & device angulated on pa x-ray. Soft bone suspected. According to the surgeon , the event is probably not device-related: there is no reasonable possibility that the adverse event may have been caused by the device.